Manufacturer narrative:
Updated c-code to better align with investigation.

Event description:
This report is based on information provided by a philips remote service engineer and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating during CPR and permanent CPR on lucas device cannot be checked with capnography during CPR nor transport. The crew rechecked several times, disconnected as well as changed capnometer position before and after replacing the bacterial filter, however still says " clogged capnometer outflow" (reconnect filter line). During permanent CPR on lucas2 device, the patient was transported without capnography. The crew and doctor do not have co2 (carbon dioxide) results.